Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported a sudden loss of hearing with the device. External components were exchanged but the problem was still present. Re-implantation is scheduled in the upcoming days.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient could no longer able to hear with the device. This problem occurred suddenly, with the device functioning one day and then it was no longer working. The patient was re-implanted.